Event description:
This case is cross referenced with case: (B)(6) (cluster). This unsolicited device case from germany was received on 12-jan-2016 from an orthopedist. This case concerns a (B)(6) male patient who had reactive effusion at knee after receiving treatment with synvisc one. The patient had past treatment with synvisc one which was tolerated well. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once at a dose of 1 df (6 mg/ml) (batch/lot number: 5rse025 and expiration date: may-2018). The same day, the patient suffered from reactive effusion at knee. It was reported that puncture of joint and antibiosis was performed as corrective measure/medical intervention. It was also reported that the event was classified as disability. Outcome: recovering. A pharmaceutical technical complaint (ptc) was received with gptc number: (B)(4). The production and quality control documentation for lot # 5rse025 with expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse025 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 20-jan-16, there were 3 complaints on file for lot # 5rse025: (3) adverse event reports. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Reporter causality: probable. Seriousness criteria: disability and required intervention. Additional information was received on 20-jan-2016. Investigation summary received upon which the investigation results and global ptc number was added. Text amended accordingly.

Event description:
This case is cross referenced with case: (B)(6) (cluster). This unsolicited device case from germany was received on 12-jan-2016 from an orthopedist. This case concerns a (B)(6) male patient who had reactive effusion at knee after receiving treatment with synvisc one. The patient had past treatment with synvisc one which was tolerated well. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once at a dose of 1 df (6 mg/ml) (batch/lot number: 5rse025 and expiration date: may-2018). The same day, the patient suffered from reactive effusion at knee. It was reported that puncture of joint and antibiosis was performed as corrective measure/medical intervention. It was also reported that the event was classified as disability. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: probable. Seriousness criteria: disability and required intervention.